Event description:
On 22nd november 2024, rayner received notification of an event that occurred during use of a rayone emv rao200e. The event description provided states that the applicator discharged the lens with more force than required causing a massive zonule rupture superiorly and nasally with vitreous loss which required ctr insertion to save the capsular bag.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the applicator discharged the lens with more force than required causing a massive zonule rupture superiorly and nasally with vitreous loss which required ctr insertion to save the capsular bag. The rayner rayone preloaded injector risk analysis identifies advancing the plunger too quickly and forcing a jammed plunger during iol insertion as possible causes of such an event. Rayner is seeking additional information to facilitate further investigation of the event.